Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device was reported to have been discarded by the user, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that the power source unit (psu) allegedly caught fire and caused a power outage. There was no patient injury reported as a result of this incident.